Event description:
Meter name: one touch basic. Strip name: lifescan ot. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: jittery, weak. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt the insert strip message. Issue not resolved. The result on their meter was 103mg/dl (unclear when the test was done). No camparison. Treatment was unk. No further info has been reported.